Event description:
It was reported that after the patient had "a previous MRI, his leads moved." It was unknown what type of MRI was performed. The compatibility guidelines for MRI were reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).